Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The additional two graftmaster devices referenced are filed under separate medwatch report numbers.

Event description:
It was reported that the patient was admitted with st-elevated myocardial infarction (stemi). The procedure was to treat a perforation located in the saphenous vein graft to the first obtuse marginal (om1) coronary artery. Perforation was post non-compliant balloon angioplasty within a non-well apposed stent in the om1. The 3.50x19 mm graftmaster covered stent was advanced but could not cross to treat the perforation due to the anatomy and was removed. A 2.80x19 mm graftmaster covered stent was successfully deployed at 19 atmospheres (atm) but did not contain the perforation. A 2.80x16 mm graftmaster covered stent was advanced but would not cross and was removed. Balloon dilatation was performed and the same 2.80x16 mm graftmaster stent was successfully deployed at 19 atm and sealed the perforation. Reportedly the use of the graftmaster devices did not cause or contribute to any complications or adverse events. No additional information was provided.

Event description:
It was reported that the patient was admitted with st-elevated myocardial infarction (stemi). The procedure was to treat a perforation located in the saphenous vein graft to the first obtuse marginal (om1) coronary artery. Perforation was post non-compliant balloon angioplasty within a non-well apposed stent in the om1. The 3.50x19 mm graftmaster covered stent was advanced, but could not cross to treat the perforation due to the anatomy and was removed. A 2.80x19 mm graftmaster covered stent was successfully deployed at 19 atmospheres (atm), but did not contain the perforation. A 2.80x16 mm graftmaster covered stent was advanced, but would not cross and was removed. Balloon dilatation was performed and the same 2.80x16 mm graftmaster stent was successfully deployed at 19 atm and sealed the perforation. Reportedly the use of the graftmaster devices did not cause or contribute to any complications or adverse events. No additional information was provided. For reference: (B)(6) = the 3rd and last device, 2.80x16 mm, failure to cross, balloon dilatation, then implanted and sealed. (B)(6) = the 1st device, 3.50x19 mm failure to cross. (B)(6) = the 2nd device, 2.80x19 mm failure to seal.

Manufacturer narrative:
H6 medical device problem code 2017 clarifier: re-insertion. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficult to advance appears to be related to circumstances of the procedure. It was reported that the graftmaster was deployed with a maximum pressure of 19 atmospheres (atm). It should be noted the graftmaster rapid exchange (rx), coronary stent graft system, domestic, instructions for use (IFU) specifies the rated burst pressure (rbp) is 16 atm and clearly states not to exceed the rbp. It was also reported that the device met resistance during advancement and was removed from the anatomy, then the same rx graftmaster was reinserted following balloon dilatation. It should be noted that the IFU, states: an unexpanded stent graft should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed, as the stent graft may be damaged when retracting the undeployed stent graft back into the guiding catheter. There is no indication of a product quality issue with respect to manufacture, design or labeling.